Manufacturer narrative:
G4:12apr2021 b4:(B)(6)2021 the customer evaluated the device with assistance from a philips remote service engineer (rse). The customer reported the flow pressure did not perform as expected. The customer successfully ran a performance verification test (pvt) after the high flow therapy option was installed and tests on a test lung with no issues noted. The reported issue was not duplicated. No replacement parts were required. Following the testing, the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
It was reported to philips that the device was not delivering air flow. The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator which was immediately connected to the patient and there was no delay in therapy.